Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the insulin gauge was intermittently inaccurate across multiple cartridges. Additionally, a cartridge alarm occurred (cartridge alarm 8 - low insulin). Customer¿s blood glucose reached 210 mg/dl. Customer continued to use pump for insulin therapy.